Event description:
Adverse event(s): "unk" (no info). Product problem(s): "damaged" (defective item [iol (intraocular lens) implant]). A user facility reported that an intraocular lens (iol) was damaged. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product me release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/16/10 and 09/08/10 by mail. A completed questionaire has not been received. (B)(4).